Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the field representative that this right ventricular (rv) lead and competitor device exhibited high out-of-range pace impedance measurements (2350 ohms). The field representative noted that the rv pace impedance measurements had been gradually rising over time. Boston scientific technical services (ts) was consulted and discussed continuing to observe the lead. The field representative indicated that no abnormalities were found when the rv lead was visualized with fluoroscopic imaging and the clinic plans to continue to monitor this lead. The rv lead remains in service. No adverse patient effects were reported.